Event description:
During a surgical procedure at the user facility, bearings and springs fell out of the short extension during use. All pieces were removed from the sterile field. The procedure was completed successfully using alternative equipment. No delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. The serial number for the concomitant product is unknown. Device not returned.

Event description:
During a surgical procedure at the user facility, bearings and springs fell out of the short extension during use. All pieces were removed from the sterile field. The procedure was completed successfully using alternative equipment. No delay, medical intervention, or adverse consequences were reported.